Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having fluctuating high and low blood glucose of 40 to over 400 mg/dl. Troubleshooting found that the pump alarmed lost sensor. Troubleshooting assisted customer with checking sensor and transmitter and going over calibration technique. Customer declined high and low blood glucose troubleshooting.